Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with worsening sternal wound abscess and increased drainage and odor. The patients blood and wound cultures positive for e coli. The patient was taken for sternal wound washout on (B)(6) 2021 with a wound vacuum assisted closure placement. The patient received intravenous rocephin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection was not device related but was surgically related. Type of infection was noted to be streptococcus dysgalactiae group, source unknown. The patient was admitted on (B)(6) 2021 and had a sternum washout on (B)(6) 2021. It was found that the outflow graft had a pocket of infection around it requiring removal of gore-tex and an omental flap. New bacteria growth was found in the wound (enterobacter cloacae, diphtheroids, and there was also bacteremic escherichia coli). The patient was treated with a 6-week course of intravenous (IV) cefepime (2 grams every 12 hours) and IV vancomycin (1250 milligrams). The patient was also administered life long ciprofloxacin.